Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative was unable to replicate the reported system behavior. The software functioned normally and tracked all instruments without difficulty. No parts were replaced and software uninstall/reinstall was not required. A complete system checkout was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. During the registration, the navigation system was not tracking any of the instrument trackers. The system recognized the instruments were plugged in emitter through emitter details (with metal interface values under 1.0). Furthermore, all instrument trackers were listed as "instrument tracker" in red, even when showing the field through tracking view. It was noted "bar at the bottom of the screen" showed the current instrument as the "tricut 4mm" and the site was unable to verify the registration probe. The system was rebooted without resolution. Further troubleshooting included disconnecting all instrument trackers (to include the tricut blade) and removing the tricut tool card from the software. However, troubleshooting did not resolve the issue. The system no longer showed the tricut blade, but the system would not verify the registration probe. The issue resulted in less than one hour procedure delay. The procedure was completed without the use of navigation. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that no parts of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was performed and was unable to determine probable cause without further information. Since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.